Event description:
It was reported that the device had a system fault. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: +(B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 date returned for manufacturer: 20-jun-2024 one device was returned for evaluation. Service history review identified that the device was last serviced (B)(6) 2020 for an issue related to "syringe port damage." Visual evaluation found the device to be in used condition, not in its original packaging and scratched screen and cracked syringe port. Primary complaint of system fault was duplicated. The most probable cause for system fault is error code 112 due to an intermittent motor. The motor was replaced to address the primary problem. Also replaced front and rear housing, housing seal, syringe and battery cap, keypad and rear label. After the repair, the device passed all functional tests.